Manufacturer narrative:
Additional information: the previously deployed protege make and model is not available. The stent looked normal with no deformations noted. The physician inserted a balloon inside the burst balloon, inflated the new balloon, and dragged the burst balloon out of the sheath. No vessel damage noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure to treat a fistula in a patient, an evercross 035 pta balloon was used. A non-medtronic inflation device and 50/50 contrast inflation fluid were used. The device passed through a previously deployed protege stent. During the procedure, the balloon burst and became stuck on a stent strut. Issue occurred on first inflation. The balloon did not detach during the event. The physician used a 7x45 non-medtronic sheath to advance a smaller balloon, which was inflated inside the stuck balloon to drag it out of the stent. The device was safely removed from the patient. The procedure was ultimately aborted. No patient complications have been reported as a result of this event.